Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on an unknown date around 2011, this patient underwent endovascular treatment using gore® tag® thoracic endoprosthesis. Original pathology was not reported. Three tag devices were implanted in the descending aorta while the product detail was unknown. (Possible product diameter/size of the most proximal device is 40mm but not sure). On (B)(6) 2021, emergency endovascular treatment was performed for aortic dissection and suspected aortic rupture. It was reported an aortic dissection formed due to the proximal edge of the proximal tag. An additional stent graft was implanted into the proximal side, and bypass surgery with embolization of the left subclavian artery was performed. The patient tolerated the procedure.